Event description:
Patient was being scanned in MRI scanner room 1 and reported a 'burning' sensation on her right upper arm. Patient was removed from magnet and found to not have insulating pads in place. Right upper arm examined and found to be red and warm. Patient agreed to finish exam - insulating pads placed and patient finished exam without further complaints.